Manufacturer narrative:
There was a cut error of 3.4 degrees following cuts performed using the timini system during tka surgery. The surgeon noticed the cut error and performed a manual cut using the implant manufacturers 2 degree valgus cut block. The final cut error comparing the surgical plan with the post operative x-ray shows 1.4 degrees of varus. Registration was performed and registration points were collected correctly on bone surface per the instructions for use, and therefore, the cut error was not associated with the registration process. Based on the user requirements the surgeon needs to be able to perform tka with an accuracy in the coronal alignment of the tibial component within 3° rmse of a surgical plan. The system did not perform within the user needs given that the pre-corrected alignment was off by 3.4 degrees of varus error. At this time the root cause has not been determined and the investigation is on-going. There was no patient harm reported.

Event description:
During a surgical procedure of the left knee, after performing the tibial cut with the tmini, the surgeon fel that the cut was more varus than planned and that the lateral tibial resection was "under resected" the surgeon then manually resected more of the lateral proximal tibia.